Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 2. The drain volume was 3446 milliliters (ml). This drain amount meets overfill criteria.

Event description:
Customer reportedly received results of 226 mg/dl and 106 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.